Manufacturer narrative:
Pending investigation. D10: serial number, item number, and full description: (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2014. The patient presented on (B)(6) 2014 and developed patella grinding behind the left knee and underwent arthroscopy on (B)(6) 2015 to remove the arthrofibrosis. Pt seen back in follow-up on (B)(6) 2015 with resolution of the grinding. The case report form indicates that this event is possibly related to device, definitely related to procedure. Outcome: resolution date: (B)(6) 2015.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. No explant date. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.